Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the pump unexpectedly shutdown. Review of pump history showed that the battery gauge depleted from 75% to 5% in less than one hour. It was confirmed that the customer had a backup method of insulin delivery available.

Manufacturer narrative:
(B)(4).